Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor cutting and poor aspiration of a vitrectomy probe during a procedure. The procedure was performed and completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of poor cutting and poor aspiration. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints associated with the lot for the reported issue. The complaint sample was visually inspected and deemed nonconforming as the needle was bent approximately 20 degrees. Actuation testing was performed and deemed nonconforming. The cutter did not fully open and close. Aspiration testing was performed and deemed nonconforming. The sample did not aspirate. Cut testing was performed and deemed nonconforming. The sample did not cut. The probe was disassembled and the components inspected. There is approximately 90 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when the inner cutter was removed from the bent needle. The inner cutter was slightly bent. Gouge marks at the bend area, cutting edge, and along sections of the inner cutter. Actuation testing was performed after the probe was disassembled and the test was conforming. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path and retested with syringe, no resistance felt once the resistance was removed. Aspiration was retested with probe driver and was deemed conforming. Retests showed the cutter was able to actuate and close the cutter and aspirate to its specification. An initial actuation and aspiration test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. These tests are then considered conforming. The complaint evaluation does confirm the probe cutter did not cut and not aspirate. The most likely root cause of the poor probe performance and the bent needle appears to be from the probe already be used for approximately 90 minutes of surgical use prior to the cutter not being able to work properly. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use greater than this typical timeframe. This usage appears to have worn and damaged the inner cutter such that the cutter movement and aspiration was impeded. No action is being taken for the complaint as the probe has exceeded the useful life of the probe; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. All probes are also 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).